Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 7073908 / 7073917.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming attempts. The patient underwent an explant procedure. The explanted ipg and leads were not returned as they were kept by the medical facility.